Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 54 patients underwent olif (oblique lumbar interbody fusion). As post-op complications: in 5 patients retrograde ejaculation (out of 100 patients) were observed.